Event description:
It was reported to boston scientific corporation that a speedband superview super7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2015. The speedband superview super7 device was being used to treat an upper gastrointestinal bleed. According to the complainant, during the procedure, the ligation bands would not deploy. The procedure was completed with another speedband superview super 7 device which resolved the upper gastrointestinal bleeding.. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Exact patient age is unknown; however, the patient was reported to be over 18 years old. Reported issue of bands failed to deploy. The complainant indicated that the device has been contaminated and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.